Event description:
Clinical adverse event received for pain resulting from femoral component loosening. Event is serious and is considered severe. Event is possibly related to device. Event is not related to procedure. Date of implant: (B)(6) 2014; date of event: (B)(6) 2022; date of revision: unk; right knee. Treatment: revision of the femoral component and insert.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Implant noise cannot be confirmed only by xray images since this is a multifactorial event. Also, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.